Event description:
Using sterile technique foley catheter tray opened and ready to place when rn discovered a long, black hair in between the foley catheter and the collection bag. Entire set removed from the field and a new, uncontaminated catheter was used for pt. MFR: (B)(4).